Event description:
The rptr was calling for his mother, who has parkinson's disease. He said that he was "totally confident with the meter" but was calling because they had received the surestep replacement program letter. He stated that his mother's blood glucose never ran over 166, and that he was surprised when she got the er1 message. He said that she immediatley retested and had a reading of 155. He reported that his mother had not made any changes to her medication regimen.